Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735787 and product ID 9735773. H3, h6) the system was serviced in the field and hardware parts were reported to have been replaced. Codes b01, c19, and d15 are applicable. Additional codes) multiple annex g codes were applied to capture the products involved in this event. G02002 captures a battery and g02027 captures an uninterruptible power supply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a camera cart shut down. There was no patient involvement.